Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and /urge incontinence. The reason for call was patient reported the other day they went on their device and followed the directions on the handout how to use it, therapy was different from the trial. Patient stated when they did the trial they had it at a certain level and after they had the procedure done they thought it was set at the same setting that they had before but it was a different number. Agent informed to patient that hcp configured the new ins after being implanted and a different intensity could be set. It was reported that every time they go on to adjust it they were on program 1 and if they want to bump it up a little bit they should turn it on and it will display the level that it was previously set at but this morning when they wanted to make a slight adjustment, somehow got on program 2 that they didn't even remember getting on it. Patient said they knew something wasn't right because they were feeling tingly, so they switched the program back to program 1 from program 2. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a follow up appointment in 10 days. Symptoms reported: unspecified urinary symptoms.